Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device yielded the following observations: the device was partially deployed. Both cuffs were captured and attached to the needle tips. The link had been cut distal of the anterior cuff. During testing the suture could not be pulled completely distally. It was observed that a loop of the suture was caught in the closed foot that prevented the suture from being pull taut. This finding indicates that the suture was not deployed in the arteriotomy and did not capture the tissue allowing the loop to catch in the foot. The resistance created by tissue capture pulls the suture out of the bearing during device removal. Because the complete suture was returned with the device the reported suture break is not confirmed. The probable cause for the cut link and the incomplete suture retrieval is due to incorrect technique/procedure during suture retrieval. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, during knot advancement, the suture broke. The same experience occurred for two other proglide devices. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Operator not trained. The device is expected to be returned for evaluation. It has not yet been received. The other 2 proglide devices are being reported under separate medwatch manufacturer report numbers.